Manufacturer narrative:
Correction: d3, additional info: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # (B)(6) sigpshell, sig power sigpshell control shell (lot # unknown) sigadaptshort, sig power sigadaptshort lin short adapt (serial # unknown) egia45amt, egia45amt egia 45 artic med thick sulu (lot # p5d0904) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robot-assisted right upper lobe lobectomy, when on interlobar resection, after clamping the lung parenchyma and closing the jaws, the green light illuminated, but firing operation could not be done for the two consecutive reload. After reconnecting the same handle and adapter, the firing was able to perform without any problems using the third reload. There was no patient injury.